Event description:
Reportedly, the 3f valve was implanted uneventfully (single interrupted suture). Tabs had been located in the right height and distance. Aorta was slightly narrowed at the sino-tubular junction (stj). The surgeon was not sure if he should have taken a 19mm valve but decided to take a 21mm valve as he thought it would have been only the stj that was too narrow. After closing the aortotomy, during tee assessment, the anesthesiologist discovered an aortic insufficiency of 2nd degree, between the right and non-coronary commissures of the valve. The heart was re-opened and the valve was replaced with a medtronic freestyle modified subcoronary, 21mm. No patient problems were reported as a result of this event.

Manufacturer narrative:
Device evaluation in process. Will file follow-up report once analysis is complete. Valve has been returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.